Manufacturer narrative:
While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and unk original implantation leaves the potential for this event to be related to the issues for which zimmer initiated a fsca related to the labeling of zmr porous revision hip prosthesis and zmr revision taper hip prosthesis in 10/2011. A field action was conducted on 10/24/2011 in which zimmer update the associated labeling to provide further instructions, particularly as it relates to ensuring full proximal support is achieved. A conclusive cause for the event described cannot be determined at this time. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported the pt was revised due to a broken stem.